Event description:
Attorney alleges pt had two patches inserted in 2005, in separate surgeries, "due to the defective nature of the patches" and also had another patch inserted in 2006 and is in need of another surgery.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.